Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v238369, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had their battery and lead removed. They were unsure of the date at the time of the report. They were removed by a healthcare professional (hcp). On 2017-02-23, it was reported that they were removed on (B)(6) 2016. The patient was having back pain and needed a magnetic resonance image (MRI). The patient decided to have their system removed as it was not giving them great results. They were, then, able to have the MRI for their back pain. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.